Event description:
Revision surgery - the patient has had several dislocations in the past and has had closed reductions. Due to the patient having a traumatic fall and breaking their clavicle. The surgeon decided to convert from a reverse shoulder prosthesis to a hemi shoulder.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 1.25 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 48th complaint for this part (5 revision surgery, 1 device failed, 21 dislocation, 1 pain, 5 infection, 2 trauma, 1 device loosening, 4 stability/poor joint, 1 fixation, 7 dissociation), first for this lot. The root cause for the dislocation was reported as trauma from a fall. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital kept.